Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+, rotated heart, and thin and fragile leaflets. A clip was inserted and deployed on the tricuspid valve, reducing tr to grade 1+. The following day, imaging was performed and showed the clip had detached from the septal leaflet resulting in a single leaflet device attachment (slda) and tr returning to moderate.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided and per the physician the reported slda appears to be related to thin and fragile leaflets and is therefore, related to patient conditions tricuspid regurgitation appears to be due to slda. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.